Manufacturer narrative:
Medivators clinical specialist was at the facility when the facility reported the rapicide pa part a and part b bottles in their dsd edge automated endoscope reprocessor had been replaced with two rapicide pa part b bottles. The facility reported while the two part b bottles were being used, 5-7 endoscopes were put in their dsd edge aer for reprocessing and used on patients in procedures. Rapicide pa part a contains the active ingredient of peracetic acid that is necessary for high level disinfection. Thus, there is potential risk for not achieving high level disinfection of the endoscopes and therefore risk of patient cross contamination. The facility reported recording the patients that could have been potentially impacted. To date, there have not been any reports of patient illness. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
The case states that this facility reprocessed endoscopes in a dsd edge automated endoscope reprocessor (aer) with two rapicide pa part b bottles in the machine. The aer is intended for use with one bottle each rapicide pa part a and part b to produce the use solution for endoscope disinfection. Part b does not contain the disinfectant active ingredients; thus endoscopes were not high level disinfected between patient use. There is potential for cross contamination.